Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported frequent battery changes, condensation inside of the screen and that the up arrow button became stuck. The blood glucose reading was not given. Nothing further was reported.